Event description:
It was reported that the user and caregiver ran out of glucose sensors and requested guidance on using bg run mode until replacement sensors became available; an agent provided education on operating the device without starting a new sensor, and the reported blood glucose was 108 mg/dl during the call. No reported adverse clinical effects. Outcomes included no alerts, no alarms, and no medical interventions. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the device functioned in bg run mode as designed when a sensor was unavailable. It was concluded that the event was related to use without an available sensor and was resolved through guidance and normal device behavior.